Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. It was visually inspected, and the sheath liner was circumferentially delaminated and bunched. The c-marker was present but partially detached from the sheath liner. There was a distal tip split, soft tip damage and scratches at the distal end. Scratches were visible along the hdpe. A fold was found in the hpde at approximately 196 mm from tip. The imagery provided by the site, shows procedural imagery of the sheath during the procedure with a ''bulging'' sheath profile indicating the altered balloon profile because of the balloon burst. Due to the nature of the complaint, no functional testing and dimensional inspection was able to be performed. The complaint was confirmed through visual inspection of the returned devices. A lot history review of the related work order was performed and revealed no other complaint relating to the complaint codes below. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. A review of complaint history on confirmed complaints (returned and no product returned) from july 2020 through june 2021 revealed the following for the edwards esheath introducer set (all models and sizes) with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the potential root causes identified, the following are applicable to the current evaluation: patient factors (calcification) procedural factors (withdrawal of burst/torn balloon). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaints were confirmed based on the evaluation of the returned device. Evaluation of the returned devices (visual inspection) did not identify any manufacturing non-conformances that could have contributed to the reported events. Reviews of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination or damaged tip was present out of the box. As reported, ''while removing the commander delivery system, it was not possible to retrieve the balloon back into the esheath as the balloon burst was radial''. The altered balloon profile due to the balloon radial burst can catch on the sheath liner tip and contribute to the reported sheath damages during withdrawal. Imagery was provided of bulging sheath profile as a result of the altered balloon profile being withdrawn into the sheath. If difficulties were encountered, it is likely that excessive device manipulation was used in order to overcome the difficulty contributing the distal tip split and delamination as seen in provided photos. Additionally, scratches were observed on the sheath shaft at the distal end tip split region during evaluation. Scratches are indicative of calcification present within the vessels. It is possible that the sheath encountered access vessel calcification during removal. Calcium nodules can compromise the liner material and cause it to split while pulling the delivery system with excessive forces. As such, it is possible that patient factors (calcification) and procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. The complaints were confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation, calcification) and procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturing reports, for the sheath liner delamination and tip split. Reference manufacturing reporting number 2015691-2021-03671

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. The valve implant was successful, however it was not possible to retrieve balloon into the esheath after a balloon burst. The balloon was separated unintentionally, and it was tried to be removed with cross over lasso without success. The distal tip of the delivery system remained in patient and a vascular surgery was performed to retrieve the devices and as well as a fem- fem bypass. The sheath was seen delaminated at distal tip upon retrieval. The sheath was seen split at distal tip in the pre-decontamination evaluation.